Event description:
Patient's caregiver reported one pump is more prone to having occlusion alarms, which after replacing batteries or replacing tubing alarms resolve and patient is able to continue infusion. No other details provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when occlusion alarms occurred is unknown. Photographs were not provided. Affected pump not specified. Serial numbers for pump of patient's pumps are: (B)(6). Did the reported product fault occur while in use with a patient? Unknown, not stated did the product issue cause or contribute to patient or clinical injury? No, not stated is the actual device available for investigation? Unknown, not stated did we replace device? Unknown, not stated did the patient have a backup device they were able to switch to? Unknown, not stated was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Patient: (B)(6). Device: 1012, 2964. Reference report: mw5172573.